Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint indicates that the device will not be returned and therefore not available for evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. We cannot discern a root cause for the reported failure mode. No nonconformances were identified for this part number, serial number combination. Review conducted per qlik query executed on 2/13/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that the anchor was backed out when the surgeon applied the tension to the suture during an arcr surgery. The anchor tip got the crack, so that the surgeon attempted to implant the anchor by using alternative anchor. However, the alternative anchor was also backed out so that the surgeon attempted to implant the 3rd anchor with different bone hole to be opened. Then, the 3rd anchor was also broken at the tip of the anchor. Finally, the surgeon used alternative anchor to complete the surgery. It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient. Additional information received from the affiliate on 01/24/19 reporting that the impacted devices would not be returning to depuy mitek for evaluation.